Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0v7mm, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The health care professional via the manufacturers¿ representative (rep) reported that there was an infection at the area of the implantable neurostimulator. It was noted that the patient wanted a gold plated pocket due to implantable neurostimulator pocket rejections. The device was re-implanted to the opposite side. The rep did not have any more information about the patient. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was reported about this event. If additional information is received, a follow up report will be sent.